Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was over 600 (mg/dl). Customer addressed bg level by administering a manual injection via insulin pens. Reportedly, the customer had insulin pens as alternate insulin therapy.